Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that a couple of months ago, the leads were infected so the left dbs was removed. The patient was admitted to the hospital last month and is still hospitalized. Septic shock was noted and the patient was intubated as they were barely responsive. No patient information was reported.